Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead had some slack and pulled back resulting to dislodgement. The lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.